Event description:
It was reported that the pump miscalculated boluses. Customer¿s blood glucose level was 102 mg/dl. Customer admitted using insulin pens at the same time as using the pump and did not put these amounts in the pump. During this time-frame, the customer also had changed the pump settings. Customer discussed the issue with managers and trainers; however, the issue has continued. There have been no alerts/alarms. Customer reverted to using an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.